Event description:
It was reported that the patient was experiencing inadequate stimulation and patient has one entire lead with high impedances. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted device components were not return per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7074617/7074623